Event description:
It was reported that the pump was infusing at 3.2ml/hr and the rate changed to 500ml/hr causing an overinfusion. The pt was receiving levaphed 20mg in 500cc d5w set infuse at 2 mcg/kg/min (3.2ml/hr). It was reported that a pt reaction occurred but no details were given and the pt reportedly returned to baseline status. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, or age of pt. No add'l details available.